Manufacturer narrative:
(B)(4). Batch # t5a004. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w cartridge reload loaded on the device. The cartridge reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. One video and two photos were provided; the video shows an echelon device on hands. The closure and firing trigger are activated at the 00:04 and 00:07 mark and the firing trigger switch can be seen loose inside the shrouds. It should be noted that this condition would not allow the device to fire. Picture one shows a device from top view inside of its blister. The triggers and jaws can be seen open and what appears to be a white reload can be seen loaded. Picture two shows a white reload from top view. The reload can be seen unfired. Based on the condition noted on the condition noted on the firing trigger switch the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the endoscopic left upper lobectomy surgery, could not fire when severing tissue on the 8th firing, noted the yellow component fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.